Manufacturer narrative:
The insulin pump functioned properly during the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. No motor error alarm was noted. The motor was tested outside of the device and passed. All of the buttons functioned properly. No keypad anomaly or button error alarm was noted. No anomaly was noted with the keypad connector. The insulin pump was received with minor scratches ont he display window, cracked case at the display window corners, cracked reservoir tube lip, cracked case near the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during bolus. Customer's blood glucose was 150 mg/dl. The motor error occured more that once in the last 30 days. The customer was advised to return the pump with battery and zero out basal rates. The customer reported via phone call indicating that the insulin pump alarm button error during normal use. Customer's blood glucose was 150 mg/dl. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call that they had recurring no delivery alarm during bolus. Customer's blood glucose was 150 mg/dl. The customer was advised to deliver a 5 units fill cannula. The customer stated insulin exit during 5 units fixed prime. The customer was advised to remove cannula safely and cannula is not bent. Customer was advised to change insertion.